Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that biomed staff states the pump module was dropped, resulting in a broken sear on the door latch. Biomed replaced it. This was reported to bd representative during on site visit. There was no information on patient involvement.